Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device cable, locking parts were damaged, the control unit was defective and the hose was torn. The device also failed pretests for hand control assessment, air pump assessment, safety assessment, motor thermistor assessment, loctite & cable assessments. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had damaged component: cable/cord/wiring and locking parts. It was further determined that the control unit was defective and hose was torn on the device. It was further determined that the device failed pretest for hand control assessment, air pump assessment, safety assessment, motor thermistor assessment, and loctite & cable assessments. It was noted in the service order that the device was spoilt. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.